Event description:
It was reported that during an attempted implant, during the fixation process the helix was released. After lead measurements were taken, it was noted that threshold readings were not satisfactory, therefore it was decided to reposition the lead. When attempting to reposition the lead, it was difficult to insert the guidewire into the lead and the helix retraction process was noted to be difficult. When the lead was extracted, it was noted that the helix was not fully retracted and was non-responsive to rotations. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).